Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9393007, 510k # k172199, UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) at l5/s due to discitis at l3/4. Intra-op, during cage insertion, the cage broke when about 1/3 of the cage entered into intervertebral disc space. Although the intervertebral disc space was narrow, the cage broke when it was hammered lightly. There was a delay of less than 60 minutes in overall procedure time as a result of this event. The operation was completed with replacement product without any problem. No any fragments of the implant remaining in the patient body and no patient complications were reported due to this event.